Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault flags) was confirmed due to contamination on the pins of pca jumper j1000. The monitor did not pass detect and treat testing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying discharge profile fault flags.